Manufacturer narrative:
A ge service rep performed an onsite investigation. The on/off power switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of pt injury or death associated with this event.